Event description:
Litigation alleged the asr hip was explanted due to pain, weakness, discomfort, soreness, difficulty walking, dizziness, imbalance, elevated metal ion levels (measured just before revision at 9.7 mcg/l cobalt and 1.2 mcg/l chromium). The revision procedure revealed large, cloudy fluid collection, metallosis, and significant synovitis requiring extensive synovectomy.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate of MFR. Report number 1818910-2012-15964. Please disregard MFR. Report number 1818910-2013-00224.